Manufacturer narrative:
The dcb and the cable were not returned. The coil's socket ring has been pushed down inside the outer sheath and against the distal end of the recitative heating coil section. The detachment fiber did not receive heat and melt. Located on the last secondary winding off the ball tip, the coil has compression and buckling damage. Located on the second secondary winding off the ball tip, the coil has compression damage. The coil was returned damaged. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils nondetachment was due to wiring or solder joint damage. The exact location of this damage cannot be determined. The circumstances of how and where this damage occurred also cannot be determined. Concerning the coil damage; although it appears unrelated to the electrical complaint; the coil¿s socket ring may have produced damage by coming in contact with the resistive heating coil. The evidence strongly suggests that distal interference contributed to the coils damage. The source of this interference cannot be determined. The circumstances of how this damage occurred cannot be determined. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The physician could not detach a deltaplush (cpl100153-30/g14184) although pressing the detachment button for several times (unknown how many times). He, therefore, decided to replace both the cable (ccb100157-00/f66200) and the deltaplush for new products (details unknown). Afterwards, the procedure was continued and completed without any other issues. It is unknown how many coils were successfully detached using the same cable before the complaint product. There was no patient injury was reported. Only the deltaplush is going to be returned for evaluation.